Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse confirmed the reported issue by verifying error log. The fse performed an eki board verification and adjustment for level sense and tube cup bottom. The instrument was validated by running customer prepared controls and over 60 patient samples. Quality control (qc) passed and were within published package insert ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 18jun2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2075 - air detected during specimen suction by main arm cause: after specimen suction, it was determined that the tip failed to touch the liquid surface even though the specimen level was 2 mm or higher than the bottom of the container. If retry fails, the measurement result will be flagged (mf flag). Solution: ensure that the specimen is in the correct position and is free from bubbles. If retry fails, contact tosoh service center or local representatives. The probable cause of the reported event was due to adjustments needed to the eki board, and tube cup bottom.

Event description:
A customer reported getting error message 2075 - air detected during specimen suction by main arm on the aia-2000 instrument during specimen sampling. The customer states this is not due to bubbles in the sample and it is happening with all samples being run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.